Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. For visual inspection, the main coil return, the pusher wire, and a torque device returned to this complaint. The main coil was observed bent, detached and stretched at the coil arm section. No more damages were observed. Microscope inspection revealed that under the microscope it was observed that the main coil was observed bent, detached and stretched at the coil arm section. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection revealed that the overall dimension of the zap tip, primary coil and the coil arm were within the specification.

Event description:
Reportable based on device investigation completed on 15may2023. It was reported that the device could not advance and was stretched. The target lesion was located in the subclavian artery. A 10mm x 40cm interlock .035 was selected for use. During the delivery, it was noted that the device pass and could no longer advance in the distal end of the catheter. Though resistance was met, the coil was withdrawn with the catheter. The coil was stretched after withdrawal and the procedure was completed with another of the same device. There were no complications, and the patient is stable after the procedure. However, device analysis revealed that the coil was detached at the coil arm section.